Event description:
Patient scheduled for right hip revision due to hardware failure.explants include:femoral stem 8.neck v40, 34mm.head v40, 28mm +4.cup size e.what was the original intended procedure?hip revision.device #1is this a laboratory device or laboratory test?no.